Event description:
The customer reported that the system displayed an iris potentiometer error message during a procedure. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. An iris calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.